Manufacturer narrative:
D2b has been updated from jwk to jwh.

Manufacturer narrative:
Batch review: as involved lot is unknown no investigation could be performed. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully. No information on primary surgery is available.